Event description:
It was reported the programmer rf (radio-frequency) head does not consistently respond. Replacing the rf head did not resolve the issue. Manipulating the connection at the rf head connector insert point resulted in intermittent operation. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector was loose on the link electronic module (lem) circuit board. It was also noted that the keyboard was pulling apart at the right hinge pin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).